Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Further review revealed that the lead had slightly migrated forward. The device was reprogrammed and the issue was resolved without sequel adverse events.